Event description:
Customer initially called to seek assistance uploading his insulin pump. It was noted that the customer had multiple error alarms on the insulin pumps alarm history. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a47 due to corrupt history file and the insulin pump was unable to download to the care link software due to a47 alarms in alarm history screen. The insulin pump passed the self test and a21 error test. No a17 alarm or a21 alarm noted. No cosmetic damage on pump noted.